Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump could not be filled at refill. Multiple attempts were made to fill the reservoir but the hcp "could not push drug into the reservoir". The patient did not report any symptoms of withdrawal or adverse events as she was covered by oral medications and a patient-controlled analgesia (pca) device. The pump was replaced. During pump replacement surgery, the catheter was aspirated and was reported as having excellent flow. The patient outcome after the surgery was reported as "okay". The pump was programmed to deliver fentanyl (400 ug/mg) at 115 ug/ml/day and bupivacaine (40 mg/ml) daily dosage was not reported.